Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 21 mmol/l. The customer was admitted to hospital. The customer stay 20 hour, once stable and saw a doctor specialist before sending home. The customer also reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 7.5 mmol/l. The customer stated insulin is squirting out during the manual process. Customer stated that drive support cap is flush. The customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.